Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2015 a right hip revision surgery was proposed to the patient.

Event description:
It was reported that right hip revision surgery has been proposed following a scan in (B)(6) 2014. Ongoing lower limb pain and lower back pain reported.